Event description:
During a routine testing of the device at the service center, the service technician reported the front cover of the calibrator was broken. The calibrator was originally returned for calibration error codes cf08 and cf0b when the broken front cover was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.